Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found below end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device was in backup mode during an in clinic follow-up. Abbott technical support attempted to assist in restoring the device via a firmware reload, however, it was not successful. A device replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored. The device is included in the subset of assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.